Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched. Reportedly, the reason for the scratched screen was unknown. Customer reported that the scratches have been present since receiving the pump. Customer's blood glucose was 192 mg/dl. Customer declined further troubleshooting and would continue to use the pump for insulin therapy.